Event description:
Customer reported that on (B)(6) 2010, he received a reading of 400 mg/dl on his freestyle freedom lite blood glucose meter and self-administered an unknown amount of novolog insulin. Customer ate breakfast and then went to play golf, but began to experience vertigo, ataxia and confusion, resulting in a loss of consciousness. Paramedics were called, checked his glucose on an unknown brand of meter and received a result of 40 mg/dl. An intravenous infusion of unknown type was initiated and the customer was transported to a local healthcare facility where he was diagnosed with severe hypoglycemia. Customer was unable to report what treatment was given at the hospital, but noted they gave him a sandwich to eat after he regained consciousness. Customer also reported that "a couple of weeks ago" while at his wife's funeral he self-administered novolog insulin and subsequently experienced vertigo, confusion and ataxia resulting in a loss of consciousness. The customer's granddaughter checked his glucose, received a result "around 40 mg/dl" and "helped to bring him to". It is unknown whether he checked his glucose prior to the insulin in the event that occurred at the funeral. There was no report of death or permanent injury associated with these events.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, customer reported receiving erratic readings on his meter. Customer reported receiving readings of 269 mg/dl and 142 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered to be clinically significant. It is unknown when this comparison was done relative to the reported medical event.

Manufacturer narrative:
The customer returned meter (B)(4) and strip lot number 1015930. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was not found in the internal memory log of the meter.

Event description:
The customer reported to a baxter i.v. Therapy representative a clearlink catheter extension set in which the proximal end of the set became detached from the tubing and caused the patient to bleed slightly. The incident occurred in the ICU. No adverse event was reported. No additional information is available.